Event description:
The health care professional reported that during surgery haptic was stuck under the lens. The surgery was completed same day. There are three medical device reports associated with this file. This report is associated with the 2 of 3 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that during surgery haptic was stuck under the lens. The surgery was completed same day. Additional information has been received that, there is no patient contact and no patient harm. There are three medical device reports associated with this file. This report is associated with the 2 of 3 files.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).